Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would no longer power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was determined to be due to a faulty y1 on the single board computer part on the system pcb assembly.

Event description:
A customer contacted stryker to report that their device would no longer power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.